Manufacturer narrative:
Pinched wires inside power switch.

Event description:
It was reported by service report that the bed had no electronic functions. No pt involvement or adverse consequences are reported.